Event description:
A hospital in (B)(6) reported via a distributor that the gas outlet port of an rd900 infant resuscitator was broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently endeavouring more information in regards to the complaint device. We will provide a follow up report upon receipt of the device and completion of our investigation.